Event description:
Patient reported that the device is "gaining time." She stated that the clock has gained 15 minutes, over the past 2 months. She indicated that when she presses the check button, to clear an alarm, the device gains 1 minute. Patient reported that her blood glucose has been elevated (values not provided. Patient self-treated with insulin.